Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not make an annunciate tone for the low blood glucose alert. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted t o alternate therapy for diabetes management.